Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer from nicu reported that during use, the cap of the device separated from the tubing.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no discrepancy was found related to the failure mode reported. There were no physical samples or pictures submitted with this complaint report. The complaint will be reopened if a sample is received. The reported condition was unable to be confirmed. A sample was not available for evaluation, however in previous evaluations with the same reported issue for the same product, a formal corrective and preventative action (CAPA) was opened in order to determine the root cause and implement the appropriate corrective action. This complaint will be used for tracking and trending purposes.